Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported exercise was suggested to them but they kept forgetting how to do this. It was reported that their bladder symptoms were not resolved and that they were using #6 pads at night. Most nights they are reportedly soaked. It was reported that they were trying to add a day time liner; it helps sometimes. It was reported that it is too expensive to wear 2 #6's. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy and did not feel the stimulation yesterday. The patient stated that they had been drinking a lot of fluids and was antibiotics. They further stated that ¿it wasn¿t alerting me to go the bathroom¿ so they increased the stimulation (¿got it up to 1.7 volts) and set it there but they were not sure. The patient synchronized to the ins and it was found the stimulation was off, at 1.7 volts so it appeared it ¿was accidently turned off yesterday¿. The patient turned the stimulation on and felt the stimulation and was going to try this setting. On (B)(6) 2017, the patient reported that, since implant, it had not helped their bladder symptoms at night but it worked during the day. It was unknown if there was a change in therapy was related to positional movement. The patient stated that a poor communication screen was seen this morning but resolved after troubleshooting (they were not holding the antenna against the implant). They were able to connect and it was determined the stimulation was on at 1.7 volts. The patient increased the stimulation to 2.6 volts and felt some stimulation in the correct bike seat area. They were going to try this new setting for 24 hours and was re-directed to their healt hcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the bladder symptoms weren't resolved and the daytime was about the same as before.